Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the 977a260 lead identified that there was a procedural non-conformance. The stylet coil was perforated by the stylet 4 cm from the distal end. No functional anomaly was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported a defective lead. They stated that the during the implant procedure, the physician pulled the stylet out when driving it into the correct position. However, when the physician tried to pull back and then advance the stylet on the back field, it would not go. No contributing or external factors were known. The rep stated that they took out the lead, and a new lead was used. The issue was resolved at the time of the report. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They provided the patient¿s identifying information.